Event description:
Took last dose late due to product issue. Stated pressed button, heard click, needle didn't puncture skin, yellow indicator didn't move, waited 15 sec, needle fell out of pen and liquid went on floor. Pt positive needle didn¿t puncture skin.